Manufacturer narrative:
Approximate age of device ¿ 5 months. A correlation between the device and the reported event could not be conclusively determined. Infection and sepsis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a chronic driveline infection that developed approximately on (B)(6) 2015. The patient was on oral antibiotics and had a driveline debridement on an unspecified date. On (B)(6) 2016, the patient was admitted with bloody sputum and a fever of 104.9 degrees fahrenheit. The patient was found to be septic and tested positive for (B)(6) infection. The customer reported that the patient was also found to have an infected ICD lead, which was suspected by the customer to have contributed to the patient becoming septic. It was also reported that there was redness, drainage and swelling at the driveline exit site. The patient was treated with meropenem, daptomycin, aspirin and heparin. The patient's pump was reportedly functioning as intended. The customer reported that the patient was being offered palliative care/hospice care.

Event description:
Additional information: it was reported that the patient has had in home hospice care since (B)(6) 2016, due to the driveline infection and has recurrent bacteremia. The source of the driveline infection was reported as unclear. On 08/16/2016, it was reported that the patient was treated with unspecified intravenous antibiotics while in home hospice, and was recently was switched to unspecified oral antibiotics. During the prior two months, the patient has not had any symptoms of infection. The patient will continue to be closely monitored for any further signs and symptoms.